Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for file (B)(4).

Event description:
According to the reporter, the surgeon was inserting a helical blade with the coupling screw. While hammering it in, the head popped off the screw. He removed the rig and opened another set to get a replacement. The procedure continued and was completed with no adverse event to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The product development evaluation noted that the helical blade coupling screw was received in two pieces and it was broken where the knob and shaft intersect. The fracture surface is jagged but the material appears homogenous with a continuous weld bead which indicates material uniformity. The shaft connection is still welded into the knob. There are numerous dents on the top and edges of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. A review of the product design/drawings showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, could result in loading conditions that may lead to breakage. The returned device was manufactured in november 2008, its over 3 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The investigation reviewed the design concluded to be acceptable for the intended use and therefore the complaint is invalid with respect to design.